Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-24024. It was reported that during pt's post-operative appointment, the pt was receiving ineffective stimulation. Reprogramming was unsuccessful. X-rays revealed the leads had migrated. Surgical interventions will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.